Manufacturer narrative:
The reported event was confirmed though functional testing of the thermogard xp ivtm console ((B)(4)). The console was functionally tested and failed the slew rate testing. The root cause is due to the defective cooling engine. As part of routine service, the console was examined and found physical damage on the cover deck. The observation is not related to the reported event. Upon customer approval, the cooling engine will be replaced and the console will be serviced. The console will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the slew rate test performed by biomed, it was noticed that it took 35 minutes from max warm to max cool. Biomed stated that the thermogard system didn't cool enough. No patient involvement.